Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (caused damage) appears to be related to procedural conditions, and due to this third clip interacting with the second implanted clip, causing slda of the second implanted clip. Unchanged mitral valve insufficiency/ regurgitation (mr) appears to be related to procedural conditions associated with clip getting entangled in chordae and this third clip interacting with the second implanted clip, causing slda of the second implanted clip. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip referenced in b5 is filed under a separate medwatch report.na.

Event description:
This is filed to report a clip that caused damage to another clip. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. First clip was implanted with no reported issue. A second clip (xtw) was advanced to the mitral valve. During positioning, the clip was caught in the chordae. It was not possible to free the clip from the chordae, but the xtw was able to grasp both leaflets and was deployed. A third clip (xt) was advanced to the mitral valve. During positioning, the clip dislodged the second clip, causing single leaflet device attachment (slda). The anterior leaflet was detached. The third clip was intended to reduce the mr, but was implanted to stabilize the second clip after the dislodgment. The mr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.